Manufacturer narrative:
Device evaluation g4,g7,h2,h6,h10. The reported complaint was confirmed and duplicated. The connector had receded causing no contact with the power supply connector due to improper misuse or excessive pulling of the connector forcing it to come loose. The root cause is the damaged connector.

Manufacturer narrative:
The service technician was able to verify the reported problem. Visual inspection of the unit revealed that the pin on the pigtail had receded into the body. When attempting to connect an ac (alternating current) adapter the pins do not make contact. The root cause are the receded pigtail pins. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator lost all power while on a patient. A message appears stating there was no external power. The issue occurred during patient-use. The patient was given manual ventilation via bag valve mask then placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.